Event description:
The customer reported the alarms sounds intermittently. The customer is unsure how old the sensors are that are in use with the alarm. There was no visible damaged reported. The customer reported this was during set up but did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the product did not confirm the reported issue. The alarm powers up and the tone plays clearly, there was no intermittency observed. The voice message plays but has static sound. Physical condition of the alarm found there is battery acid leakage on the battery springs inside the battery compartment. There is a deep scratch on the case of the alarm. The customer did not return the sensor they used with this alarm. Note: posey instructions for use has a statement: if the posey keepsafe deluxe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe if the audible alarm does not sound. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm form use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment was signs of previous battery corrosion such as white power residue. (B)(4).